Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer is unable to manage their blood glucose since she lost her transmitter. The customer used glucagon shots to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also had a low on (B)(6) 2017 and a high with diabetic ketoacidosis on (B)(6) 2017. The insulin pump will not be returned for analysis.